Event description:
Customer states: tubing is leaking at distal end where the valve connection is located. We currently have six pts using the curlin tubing. The leaking has occurred over the past three months with approx four tubing per week per pt.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. The hhe has indicated no critical or catastrophic harm from this failure. Calls made to the customer to verify the number of events were not returned.